Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -1.5/+6.0/084 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting, pupil block with elevated intraocular pressure, pigment dispersion, iris atrophy, unreactive (fixed) pupil and angle closure. The cause of the event was due to the device. The surgeon did not implant another lens. Post-op the patient still has iris atrophy. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.